Event description:
Information received from the field does not address the patient's clinical status but notes noise on the ventricular channel and loss of ventricular capture and output. Pauses without pacing were observed and r-waves decreased from 12 mv to <2 mv. The physician elected to operate and found that the lead was fractured. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received